Event description:
Boston scientific received information that this OEM manufactured transvenous right atrial (ra) lead was going to be revised during a device replacement procedure, due to high ra pacing thresholds. No additional information was provided. No adverse pt effects were reported as a result of this observation. Several attempts have been made to gather additional information about this event. This event will be updated if any additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.